Event description:
It was reported that the biomed stated the control panel needs the coin cell replacement in arctic sun device and it was sent back in march 2023. The customer initially declined the repairs and then they would like to send the device back in for the coin replacement. As per sample evaluation results on (B)(6) 2023, it was reported that the arctic sun device was confirmed the control panel coin cell need replaced. The coin cell found installed was not a correct coin cell for this device. The root cause of the control panel not booting was an incorrect coin cell installed by the customer. The device would not cool in decontamination . Tank seals were torn.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed stated the control panel needs the coin cell replacement in arctic sun device and it was sent back in march 2023. The customer initially declined the repairs and then they would like to send the device back in for the coin replacement. Per sample evaluation results on 18aug2023, it was reported that the arctic sun device was confirmed the control panel coin cell need replaced. The coin cell found installed was not a correct coin cell for this device. The root cause of the control panel not booting was an incorrect coin cell installed by the customer. The device would not cool in decontamination. Tank seals were torn.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed mixing pump. A DHR is not required as the device has undergone previous servicing and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.